Event description:
It was reported the device ac light was not lit and there was no ac power. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
The asp evaluated the device on site. It was determined that this was a malfunction of the battery the replacement of which was recommended to the customer. The device remains at the customer site and no further evaluation is warranted at this time.